Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned as the device remained usable with a workaround of adjustment of epx protocols to prevent tube overloading in long exposure scenarios. It was reported to philips that the x-ray tube overload buzzer activated. Review of the logfile shows tube overload alarm occurred during acquisitions of prolonged duration. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the issue was correlated with acquisitions performed during procedures. The fse found that the customer had performed prolonged cardiac exposures due to which the overload alarm was triggered correctly according to system settings when the acquisition time exceeded 30 seconds. To resolve the issue, the fse performed power adjustments in the system protocols, epx protocols were optimized to prevent tube overload during long cardiac exposures. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure as planned with some adjustment. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the tube overload buzzer had activated which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.